Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample with packaging was provided by the facility for evaluation. The sample was visually evaluated with no defects noted. The sample was attached to observe if it would fit into the pump the tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. To replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested per specification with no leakages observed. A on measurement of the outer diameter of the pump segment tubing was taken and found to be 0.151in which meets the specification of 0.150-0.154 inches. Based on the evaluation the reported defect was not confirmed. B. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: (B)(4). When rn used lower y-site to push med, an air bolus formed in tubing. No injury reported.